Event description:
Device was implanted on 10/10/86. The cylinders were revised on 5/8/90. The pump and reservoir were revised on 12/9/91. The entire device was removed from the pt due to fluid loss on 9/13/96. Another device was implanted.